Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis revealed the charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent an ipg revision procedure wherein the pocket size was reduced. No device malfunction was suspected.